Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported incident of a damaged guidewire was confirmed, but the exact cause of the complaint is unknown. The guidewire was received with an overhand knot in the coiled end of the wire. The distal tip of the wire extended 1.5mm from the knot. A dislocation in adjoining coils was noted 7mm proximal to the knot, which could be associated with the tension in the coils due to the knot. A microscopic examination of the guidewire revealed residue on the coil wire at the knot. A tactual investigation revealed that the coil wire was intact over the core wire. It was reported that the wire was damaged during insertion. It is possible that the wire inadvertently folded over itself and was twisted into a knot within the vein. No manufacturing related defects were noted on the complaint sample. A lot history review (lhr) of reap1393 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - it was reported by complainant that the guide wire broke during insertion. No harm to the patient reported.